Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator exhibited under sensing, impedance greater than 3000 ohms and a setscrew anomaly. The device was not used.